Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the nurse sustained a needle stick injury from the bd micro fine plus¿ insulin pen needle after the injection when trying to remove the needle from the pen. The following information was provided by the initial reporter, translated from japanese to english: "after injection, the nurse was trying to remove the pen needle from the pen. Needle stick occurred."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the nurse sustained a needle stick injury from the bd micro fine plus¿ insulin pen needle after the injection when trying to remove the needle from the pen. The following information was provided by the initial reporter, translated from (B)(6) to english: "after injection, the nurse was trying to remove the pen needle from the pen. Needle stick occurred."